Event description:
It was reported that the device would lock-up and was not available for use. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported lock-up failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly at the failure analysis center and confirmed the cause of the reported failure to be the memory pcb assembly. There was no failure found with the system pcb assembly.